Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states the patient tested 3.1 inr on the coaguchek xs system and 4.6 inr on a comparison lab. Reporter stated that the customer fell in the tub after she took his result on the meter and they went to the hospital where his blood was drawn for the lab test. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.